Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with troubleshooting for blank display. The customer's blood glucose level was 104mg/dl at the time of the incident. The customer stated that the display was blank more than 30 seconds and was still blank. The customer stated that the insulin pump was exposed to water when they went swimming in the pool. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Analysis was unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.